Manufacturer narrative:
Batch review performed on 21 february 2019: lot 154547: (B)(4) items manufactured and released on 28-jan-2016. Expiration date: 2021-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director hip revision surgery occurred 2 months after primary total hip arthroplasty in a (B)(6) year old heavy ((B)(6) kg) patient with a very large cylindrical femur. Radiographic images provided show a probably subsided stem. Causes of this event may be undersized stem and low bone quality. However, no preoperative nor immediate postoperative x-ray, that would allow more detailed clinical evaluation, is available. The reason of this event cannot be determined. Preliminary investigation performed by r&d product manager. Implant covered in biological fluids. Preliminary analysis does not highlight any implant-related failure root cause.

Event description:
The surgeon revised the patient hip for a stem subsidence. All hardware swapped successfully.